Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement tests. The pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. It is believed that the motor may have had an intermittent failure that was not detected during the testing. It was not possible to verify motor position encoder error alarm in the alarm history, due to history file being over written. There was no pump error alarm noted during testing. The pump was received with cracked case at the display window corner. A cracked reservoir tube lip, and minor scratched lcd window with cracked battery tube threads were also found. (B)(4).

Event description:
The customer reported via phone call of a motor error alarm with their insulin pump. The customer was conducting a rewind process, when they encountered a motor error. The customer stated that they were able to clear the alarm, but it stops at the fill cannula. The customer's blood glucose levels are unknown. The customer was assisted in troubleshooting a rewind process. The procedure was successful in rewinding. The devise was reviewed and confirmed to have alarms present within the last thirty days. Customer was advised to discontinue use of pump, and that the pump would need to be replaced.